Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve. While firing on the fundus of the stomach the central part of the staple line was incomplete. There was poor staple formation and uncut tissue. The reload had cam fractured and part of the cam at the distal end of the staple load did not retract. The incomplete staple line caused tissue damage and tore the tissue. It had to be manually over sewed in order to fix it. To complete the case the surgeon over sewed and used a new load. Patient status is alive, no injury.

Manufacturer narrative:
Additional info: the incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.